Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that their implant is not working right, and they have to stretch to make it work right. The patient stated that they have a knot where their lead is implanted, and when they push on the knot, the implant works. They also noted the implantable neurostimulator (ins) site is tender. The patient mentioned that they fall down. They stated their issues started like this and got worse. It was noted that for the past 20 years, the patient¿s knee has been hurting bad. The patient was waiting for a call back from their healthcare provider regarding their issues. It was mentioned that a fall would be related to the issues. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.